Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead position check had failed. Follow-up determined that there were no atrial lead issues, with that lead having remained in use after the device was replaced.

Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks post-implant, there were alerts for out of range undefined high impedance on the right ventricular (rv) lead, with no capture at high output and sensing integrity counter (sic) double counted signals. The physician determined the issue was with the rv setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.